Event description:
It was reported that infrequent false positive episodes of atrial fibrillation (af) due to sinus arrhythmia were observed due to undersensing on the implantable cardiac monitor (icm). The icm was being monitored. There were no patient consequences.